Event description:
It was reported to boston scientific corporation that a leveen coaccess electrode system was used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2011. According to the complainant, the first ablation treatment was administered without issue. However, a second treatment was attempted, but the array failed to extend. After withdrawal, the physician noted that the sheath twisted which prevented extension. The procedure was completed with this leveen coaccess electrode system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient identifier, age/date of birth, gender, and weight are unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
A visual examination found that the device returned with a majority of the array deployed. The tines were found to be twisted around one another (likely due to operational context), and heavy residue was present on the array, handle, and plunger. Additionally, the introducer was not received for analysis. A functional analysis was not able to be performed due to the device return condition. Further analysis of the handle was performed; no cracks or damage was noted to the male luer. Furthermore, the cannula was found secured to the male luer, and heavy residue was observed on all the internal handle components the condition of the returned incident device was not consistent with the complaint that the array was not able to be extended. The device returned with most of the array extended; however, the accumulation of residue, present throughout the device, prevented actuation. The leveen coaccess electrode system directions for use (dfu) document notes that 'as necessary, clean the array between deployments by rinsing the array in sterile solution, and gently wiping the tines to remove excess tissue. Accumulation of excess tissue on the tines may make array retraction difficult.' A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a leveen coaccess electrode system was used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2011. According to the complainant, the first ablation treatment was administered without issue. However, a second treatment was attempted, but the array failed to extend. After withdrawal, the physician noted that the sheath twisted which prevented extension. The procedure was completed with this leveen coaccess electrode system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.